Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 -6.5/1.0/132 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Excessive vault and elevated iop was observed. Lens was explanted and replaced with a shorter length lens on (B)(6) 2024 and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).